Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via vascular access in the left fem oral artery, as the valve was deployed to the point of no recapture, the implant depth was approximately 3 mm on the non-coronary cusp and 5 mm on the left coronary cusp. The valve became slightly more shallow as the delivery catheter system (dcs) handle was rotated. As the two paddles were fully released from the dcs, the valve dislodged from the annulus. Subsequently, a snare was inserted via the right femoral artery and used to grasp the paddles, and a second valve was successfully implanted. The patient's vital signs were stable, and a computed tomography scan was performed following the completion of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: evolutfx-26, serial #: (B)(6), ubd: 22-may-2025, UDI#:(B)(4). Additional codes: annex fs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, serious adverse event occurred. It was noted that there was no patient anatomy that contributed to the dissection. Ten days post-implant, magnetic resonance imaging was performed due to the patient was leaning on the left side during rehabilitation. Subsequently, a new cerebral infarction was diagnosed. Nineteen days later, the patient was discharged from the hospital due to the rehabilitation and good overall condition. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stroke was not related to the first dislodged valve. Per the physician, the dcs was not related to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 19-millimeter (mm) n on-medtronic balloon. Intracardiac echocardiography (ice) was performed that revealed the valve was within the membranous septum. Right bundle branch block (rbbb) was subsequently observed. Upon release of the valve, the valve dislodged into the ascending aorta. In consideration of the poor expansion of the non-coronary cusp (ncc) valve leaflet, a bav was performed again using a 20 mm non-medtronic balloon. A second valve was loaded and advanced through the first dislodged valve. The second valve was implanted. It was confirmed that there were no conduction abnormalities. Imaging was performed that revealed an aortic dissection had occurred during the dislodge. It was decided to perform a computed tomography (CT) scan to accurately evaluate the dissection. An ascending aorta replacement surgery was subsequently performed. The valve that dislodged into the ascending aorta was explanted at that time. Per the physician, patient anatomy was not a contributing factor to the dislodge. The deployment starting point was the bottom of the pigtail catheter. After the first valve dislodged, the implant depth on the ncc and lcc was 0 mm. It was further reported that a non-medtronic (safari) guidewire was used. No additional adverse patient effects were reported.